Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000242. Please refer to mfg report number 2249723-2025-0000242 for all information for this complaint event. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up of unit, the cardiosave intra-aortic balloon pump (iabp) would not complete the initial start up and was stuck in the rotating start up screen. There was no patient involvement.